Event description:
The facility reports a gentleman was being transferred when the clip of the sling became detached from the lift. The patient had decided to take all of pt's body weight. No injuries were reported.